Event description:
A caller reported that the insulin gauge was displaying an amount different from expected, with the pump showing a fill estimate of (B)(4) units instead of the caller¿s expected (B)(4) units. There was no adverse impact on the customer's blood glucose level reported. Technical support educated the caller on pump readings, assisted with reloading the same cartridge, and guided the caller through loading a new cartridge.